Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. : p select ous mr 20 x 2.50 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the sixth proximal stent strut row, a stent strut was lifted and pulled in a distal direction. The undamaged section crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30-jan-2020 it was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified left circumflex coronary artery . A 20 x 2.50mm promus premier select drug eluting stent was selected for use however, the stent could not pass through the lesion. No other information was available. However, returned device analysis revealed stent damage.